Event description:
The complaint is reported as "the hcp failed to fire the skin stapler during use on patient."no patient injury/harm reported. Patient condition was reported as "fine".

Manufacturer narrative:
Qn#(B)(4). UDI#: ((B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the front two staples in the cover block were severely misaligned. The stapler was returned with the trigger partially engaged, and there were no signs of biological material on the device. The stapler was received with 38 staples left in the cartridge. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples would fire. Multiple attempts were made, but no staples fired. The device was disassembled and die casting anomalies were discovered on the forming tool. The saddle spring was attached to the pusher; however, the saddle spring was observed to be crooked. No other defects or anomalies were observed. The anvil was in the proper orientation. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.